Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. It is possible that the foreign material was caused by insufficient cleaning. The instruction manual contains verbiage associated with detection of reprocessing issues in ¿inspection of the endoscopic system¿, ¿insertion: auxiliary water feeding¿, and ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope turning function of the wheels on the handpiece was defective. Inspection and testing of the returned device found that the nozzle, air/water tube and jet tube had a whitish foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lose due to wear of the scope cover packing and the flexibility adjustment ring had a crack. The grip, scope cover, light guide lens, and plug unit had a scratch. The scope cylinder had no color and the insulation resistance value at the distal end did not meet standard value due to a scratch on the plastic distal end cover. The bending section could not be bent in the up direction due to deformation of the bending tube. The adhesive on the bending section rubber had foreign objects and the light guide lens had a crack. The connecting tube had discoloration and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.